Manufacturer narrative:
The reported event was confirmed through service evaluation.

Event description:
It was reported that during testing at the user facility the navlock universal tracker adapter for instruments from 7 to 13mm fell apart while unscrewing a piece with a screwdriver. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device return expected, but not yet received.

Event description:
It was reported that during testing at the user facility the navlock universal tracker adapter for instruments from 7 to 13mm fell apart while unscrewing a piece with a screwdriver. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.